Manufacturer narrative:
E1: phone ext: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46822. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 11/27/2024. H3: one device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing test were performed, and the problem was confirmed. The probable cause of the reported problem was defective main board. Replaced main board. After repair, the device passed all functional tests.